Manufacturer narrative:
Correction: (UDI#). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit gave inconsistent low readings (80¿s). It was reported that they swapped with a known good sensor and it provided proper readings (90¿s). The customer stated that there was patient involvement, but no harm.